Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep greased the high voltage cable and ordered a high voltage cable. No further info is available.

Event description:
The customer reported that the 9800 system had a problem with the screen. No pt injury was reported.